Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Concomitant medical products- liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell/ pn 00630505636/ ln 62821827. Bone screw self-tapping 6.5 mm dia. 40 mm length/ pn 00625006540/ ln 63523411. Shell porous with cluster holes 56 mm o.d./ pn 00620005622/ ln 63528252.

Event description:
Patient underwent a hip revision procedure the same day as initial due to the incorrect modular head being implanted initially. The patient was in recovery when the issue was discovered. It was reported the correct size head had been planned; however during the procedure, the incorrect head was prepared for the surgeon.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event is confirmed. As incorrect size of head was used with the liner. The components were not compatible. No products were returned; therefore, the visual and dimensional inspection was not performed. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The root cause can be attributed to the wrong size head used with the liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.